Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests alarm duration to kvo from the reported information, there was no patient or user harm as a result of this incident.